Manufacturer narrative:
(B)(4).

Event description:
It was reported that this chronic right ventricular (rv) lead had low pace impedance measurements that were less than 200 ohms. Additionally, high capture thresholds and noise oversensing with pacing inhibition, were also observed. No asystole was observed. This rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.